Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, a needle retraction issue occurred. The sensor was inserted into the abdomen on (B)(6) is available.